Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: during investigation, a review of the black box showed multiple ¿cs088¿ watchdog alarms. The battery compartment was found to be cracked at the threads. The returned battery cap was undamaged and able to fit securely. The pump powered up with a continuous vibration pulsing beat. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump alarmed with a ¿cs088¿ watchdog alarm during the 24-hour duration test. The reported ¿cs088¿ complaint was duplicated. The pump¿s cover was removed, and inspection found a defective y2 chrystal component.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.